Event description:
It was reported by the dr that a fluency stent graft was deployed accurately, but with some difficulty into the left iliac artery. An additional stent graft was attempted to be delivered into the right iliac artery. The delivery device broke during the deployment due to high deployment forces. This resulted in partial deployment of the stent graft in the iliac arter. The stent graft was pulled down to the common femoral artery. The stent graft was then surgically removed. The pt is currently fine.